Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation post implant noted elective replacement indicator (eri). The device was unable to be reprogrammed. The pocket was reopened and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# addr01 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.